Event description:
During a remote follow up, it was observed the device delivered inappropriate atp for an incorrect interpretation of signals. Technical support was contacted, and it was noted the device performed according to the programmed settings. No intervention has been performed at this time. The patient was stable and will continue being monitored.